Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported the pt suffered no harm or injury due to the event. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported (B)(6) 2013, a pt of unknown gender and age presented for an endovenous laser procedure. During preparation for the procedure, it was noted the sterile packaging of the disposable device was unsealed along the top edge. The device was set aside and a new of the same used to successfully complete the procedure. There was no harm or injury to the pt due to the event as the device did not come into contact with the pt. It was reported the disposable device is available for return to the manufacturer for evaluation.